Event description:
The patient reported via the manufacturer representative that she had a fall a couple of weeks prior to the report. The exact date is unknown. She stopped receiving stimulation and was getting the settings not available message on her patient controller. The manufacturer representative checked the impedances and the lead with electrodes 8-15 were all greater than 4000 ohms. All electrodes were red on the impedance check. The physician was made aware, and new settings were programmed using the other lead. At this time, the issue seems resolved. No surgical intervention was planned or performed at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that 3-4 days ago she was woken up during the night because she felt a real hard electric shock. Patient said yesterday when she wanted to increase stimulation because she was having a lot of pain she tried but could not, she got: settings not available cannot provide desired settings and she wants 1.8 but gets only zero. Patient said her implant battery is charged to 70 percent and her controller is 100. Patient said she has tried all of her groups, a b c and d but gets the same message on all the groups. Reviewed information about settings not available and redirected to doctor to check in person. Patient said she has had no falls or accidents and no other medical tests or procedures.